Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone device with a non-mdt sheath and a non-mdt .014 guidewire for treatment of a 20mm calcified cto (chronic total occlusion-100%) lesion in the patient's mid right superficial femoral artery (sfa) (diameter 6mm). Moderate calcification and slight tortuosity was reported. The IFU was followed. It is reported during the procedure that resistance was felt during advancement of the device and that the tip of the device appeared damaged. The tip did not require retrieval from the patient. Upon removing the device from the patient, the physician noted that tissue had adhered to the side of the nosecone. The procedure was completed as normal and post-dilation was carried out. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the hawkone was returned for evaluation. The hawkone was connected to a cutter driver. No other ancillary devices were included. Visual inspection: the hawkone was visually inspected. A hole through the tecothane was noted which ran parallel with the laser drilled coils. At the hole, red biological debris was observed protruding out. The hole was located approximately 1.5 cm distal to the cutter window and was on the same plane as the cutter window opening (opposite gw tubing). The housing showed bending to the coils distal to the cutter window. The slide cover assembly and the adapter were separated with the drive shaft in-tact. No functional testing was conducted. Information is provided in the future, a supplemental report will be issued.